Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal firm regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. The patient's pertinent medical history included advanced lumbar degenerative disc disease with degenerative scoliosis, complex regional pain syndrome, rsd, acquired spondylolisthesis, arachnoiditis, anteroposterior spinal fusion (l4-5), and a car accident. It was reported a revision of the pain pump catheter occurred. The intrathecal pain pump was malfunctioning. It was noted there was a malfunctioning intrathecal catheter. The pump was noted to be at end of life (eol). The operation included removal of the malfunctioning intrathecal catheter, removal of the eol intrathecal pump, and implantation of a 40 ml intrathecal pump. The patient was previously undergoing a t11 sacral fusion by a physician. The risks, benefits and alternatives to the procedure were discussed with the patient with regards to intrathecal pump placement as well as catheter position. Informed consent was obtained and signed. The patient was given preoperative antibiotics. The catheter was dissected out by the physician. A physician subsequently removed the intrathecal catheter en block after placing a pursestring suture around the catheter site. After the catheter was removed, the pursestring suture was secured. Subsequently, the physician placed a 14-gauge touhy needle at the l2-l3 level. That was threaded up superiorly intrathecally with free flow of cerebrospinal fluid (csf). A pursestring suture was placed around the touhy needle. That was subsequently removed along with the catheter stylet. The 0 silk purestring suture was then secured to the interspinous ligament. The catheter was then tied to the prior existing catheter. Fluoroscopy was used to identify the catheter route to the left flank. An approximately 1-inch incision was made and the catheter was found via blunt dissection and cutting cautery. The old catheter was then tied to the new catheter and pulled subcutaneously from the lateral flank. That was then placed underneath the skin and staples were placed to close that incision along with tegaderm. The remainder of the lumbar spine incision was closed by the physician. After that was done, the patient was reprepped and draped in the right lateral decubitus position. The area over a previous pump site was located, and the decision was made to reopen the pocket site. The intrathecal pump was then identified, dislodged, and discarded. The side port was disconnected. The previous lateral flank incision was reopened and then the existing catheter was tunneled from the lateral flank wound to the abdominal site. The new catheter was cute and the remaining portion of the old catheter was discarded. The catheter length that was cut from the new catheter was measured and then also discarded. That was connected to the existing pump using the sutureless connector. The residual medication was extracted from the old intrathecal pump and diluted, giving a dilaudid concentration of 5mg/ml, but overall total volume of 20 ml. That was placed into the new intrathecal pump. Hemostasis was well-established and the pump was implanted in the pocket using three 2-0 prolene, anchoring the pump via the small metal hooks. Both wounds were then irrigated with basked solution and closed in layers. The 3-0 vicryl was used for subcutaneous closure, 4-0 vicryl for subcuticular skin closure. Mastisol, strei-strips, 4x4 dressing and tegaderm occlusive patches were placed over each incision. The pump was then reprogrammed to deliver intrathecal dilaudid at 0.29 mg/day. The patient tolerated the procedure well. There were no complications. The patient was admitted on (B)(6) 2010 and discharged on (B)(6) 2010. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.